Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Back bracket on the right has broken, and he is stating that the left bracket also broke last year and was replaced.